Event description:
Patient suffered a mild skin reaction. The symptoms presented themselves under the gel pad of the dressing. The dressing was in place for more than 24 hours before the symptoms developed. Only one dressing was applied. Prior to the dressing application, a clinical wipe was used. Due to the symptoms, the use of the tegaderm chg dressing was discontinued. The necessary medical treatment provided was vancomycin IV for two days. However, the catheter was not removed as a result of this incident. The outcome of the skin reaction improved and no further treatment was needed.

Manufacturer narrative:
Conclusions: device not returned, no eval will be performed. Device or lot code not provided to MFR for eval. Complaint type will be monitored. The insert provides the following info regarding observation and when a dressing should be changed. Site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations. Dressings changes may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised.